Event description:
According to the reporter, intraoperatively, as suture was being pulled through the tissue, the needle popped of unexpectedly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.